Event description:
Customer reports a leak at the y connector during infusion of clinoileic. After the leak was detected the nurse replaced the set with a new one and the infusion continued. The reported set was being used with an infusomat pump from alaris. No patient injury or medical intervention occurred.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)